Event description:
Customer received results of 1.4 mmol/l on compact plus system 1, and result of 4.2 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 20806242, expiration date 01/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.